Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the use of the external pulse generator (epg) in the operating room it was noted that pacing was not operated by turning it on. Upon further inspection of the device it was discovered that its power had been automatically turned off. Another epg was readily available and it was used instead and the reported epg was to be sent for service. There was no patient involvement.